Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 796 mg/dl. The customer's nurse stated that the customer last changed her infusion set two to three days before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.